Event description:
Ous MDR. It was reported that there was noise on this lead. A revision is to be scheduled. Vf detection was prolonged to maximum, 24 out of 30.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available p/r amplitude trend curve demonstrated a stable progression around 20mv between (B)(6) 2016 and (B)(6) 2017 with a subsequent varying decrease to approx. 12mv. Furthermore, as mentioned in the complaint text, the provided freezes showed noise artifacts after ventricular paces on the rv and on the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.